Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother called in to report high blood glucose levels. The customer's blood glucose level ranged from 67 to 448 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting, however they did not find any loose drive support caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The customer was advised that they should do a complete set change. The caller stated they were going to call the doctor. Nothing was replaced or returned.